Manufacturer narrative:
Health effect- clinical code 4581: shallow angles. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -5.00 diopter was implanted into the patient's eye on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault with very shallow angles. A replacement lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -5.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and later replaced with a shorter length lens due to excessive vault and significant reduction of ica. The problem resolved. Claim # (B)(4).

Manufacturer narrative:
B5 - the cause of the event was reported as the device, a patient related factor, and user error with the device not failing to perform as intended was noted. It was noted "lens inserted was too large for the anterior segment size leading to excessive vaulting. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim# (B)(4).